Event description:
During a surgical procedure a 4.0 burr broke-the head of the burr was retrieved by provider and all pieces were accounted for. A 2.5 mm drill bit broke and the tip was not able to be retrieved. Pt code: 4582. Device code: 1069. Ref report: mw5184565.